Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. No anomalies were observed on the set during initial visual inspection. Functional testing and pressure testing resulted in leaking from the engagement of the set¿s 0.2 micron filter output port and the connected tubing. Slight tugging on the engagement resulted in the tubing separating from the filter¿s output port. Insufficient solvent was noted at the engagement. Dimensional analysis was performed on the tubing and 0.2 micron filter. All sample measurements were found to be within specifications. The root cause of the set leaking was insufficient solvent between the connecting engagement of the set¿s tubing and filter output port.

Manufacturer narrative:
Concomitant medical products: 3ml bd syringe, ref (B)(4), lot 532751, exp (B)(6) 2018, normal saline; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set was leaking morphine below the filter two hours after a morphine drip was hung. There was no report of patient harm.